Manufacturer narrative:
Monitor manufacture date: 03/03/2014. Belt manufacture date: 07/18/2018. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Treatment event analysis concludes: the patient received one inappropriate shock on asystole with probable CPR / motion artifact. Motion artifact contributed to the inappropriate shock. The response buttons were pressed intermittently during the event. The patient passed away. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital and received CPR at the time of passing. Review of the download data, indicates the patient received one inappropriate shock in response to CPR/motion artifact. The patient was in asystole at the time of the treatment shock at 07:20:34. The patient's post shock rhythm was asystole. The response buttons were pressed intermittently during the event. The patient passed away on (B)(6) 2020.